Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result of 205 mg/dl and subsequently ¿took too much insulin¿ (dose/type unspecified). As a result, customer experienced hypoglycemia and experienced seizures and a loss of consciousness. Attempts were made by third-party to treat the customer with ¿sweet drinks¿. Paramedics were called and upon their arrival, a reading of 47 mg/dl was obtained on their device and customer was provided ¿sweet drinks¿. No further treatment was reported. There was no report of death or permanent injury associated with this event.